Event description:
Roche diagnostics has confirmed complaints received for four customers that rolls of six-part barcode labels may contain duplicate barcode numbers. These barcode labels are used with the cobas ampliscreen system to identify primary and secondary pools of donor units as well as resolution and short run samples and to identify the pool and sample ID on the a-ring map during pcr testing. The duplicate barcodes have appeared as two of the same number on a single roll. The duplicate labels have been found in close proximity to one another on the roll, both duplicated in sequence and usually separated by an over-printed duplicate barcode. When duplicate barcodes are assigned to two pools, it is possible for the results from one pool to be mismatched with the results from the other pool with the same barcode ID. If one pool is reactive and the other pool is non-reactive, it is possible for the results from the non-reactive pool to be assigned to the reactive pool, and therefore for a donor unit that is reactive for hiv-1, hcv or hbv to be falsely reported as non-reactive. Such an occurrence would be rare and only occur under a very limited set of circumstances.